Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a peritoneal catheter (ID 823045) was implanted on (B)(6) 2025. A leak was observed from the catheter three days after implantation. A re-operation was performed; only the part that was leaked was cut and a connector was used to fix it. The doctor assumed that the stapler may have damaged the catheter.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects noted. The catheter was leak tested; a leak was observed. The catheter was irrigated, no occlusions noted. The complaint was confirmed. Root cause analysis - the issue reported by the customer could be confirmed. The possible root cause could be a sharp or pointed object coming into contact with the device or the stapler having damaged the catheter. As noted in the IFU, silicone has a low cut/tear resistance.